Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with perineorrhaphy. It was reported that the patient underwent pelvic exploration using c-arm x-ray and removing the gauze sponge under the direction of fluoroscope in the operating room on (B)(6) 2008 due to retained gauze sponge in pelvic cavity. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on due to stress urinary incontinence, third degree cystocele, second degree urinary prolapse and pelvic floor relaxation. It was reported that following insertion the patient experienced infection, urinary problems, bleeding, recurrence and vaginal scarring. It was reported that patient experienced vaginal mesh erosion and underwent excision of vaginal mesh erosion (2x2 area removed) on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.